Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient¿s ins was dead and they were going to have surgery to have it replaced. No symptoms were reported. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.